Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red and itchy skin irritation under the ECG electrodes. The patient's allergist confirmed that skin irritation was an allergic reaction and instructed the patient to end use of the lifevest. The medical outcome of the patient's irritation is unknown as the patient ended use of the lifevest.